Event description:
Manufacturer notified that an adult 25mm ez-io needle set had to be surgically removed after initial removal attempt left a portion of the needle set in pt's right tibia. After surgical removal there were no additional pt complications noted.

Manufacturer narrative:
Most likely cause for part of the needle set being left behind in the pt is poor removal technique.